Event description:
Tech alleged the head hi/lo would drift after time.

Manufacturer narrative:
Technician replaced both the hydraulic hi/lo head down and the emergency trend valves to resolve the issue. No injuries were reported.